Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient reuses infusion set with duration over 6 to 7 days redness at infusion set insertion site (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009380, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009380 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 6 on 29/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j04339 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 27/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j04349 was manufactured according to the wi version 65 and manufactured in the machine sc09, on 27/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.